Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin. Tandem technical support educated customer regarding room temperature insulin. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.